Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada. As reported, a patient underwent an implant of a 29mm sapien 3 valve, in the aortic position by transfemoral approach. The patient had tevar grafts in descending aorta bilaterally through to common iliac arteries. In addition, the patient had very calcified arteries proximal to the grafts. The femoral artery was predilated with serial dilators up to 20fr. A 16fr esheath was inserted with difficulty and was not able to be advanced through a fibrous, calcified section. The esheath was removed and re-dilated with 20fr dilator. A new esheath was opened as the original one appeared damaged. The tip of the esheath had opened and there was a tear in the seam on the end of the sheath. The distal tip damage resembled a distal tip split. As per medical opinion, the perceived root cause of the reported event was the calcification of the femoral artery and the introduction of the esheath. The sheath was used appropriately, the patient's anatomy was the challenge. The implant was successful.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint sheath distal tip split was empirically confirmed based on confirmation by site while inability to introduce sheath was unable to be confirmed as there was no returned device or device-related imagery. However, no manufacturing non-conformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''patient had tevar grafts in descending aorta bilaterally through to common iliac arteries. In addition, very calcified arteries proximal to the grafts. Femoral artery were predilated with serial dilators up to 20fr. Esheath 16fr was inserted with difficulty and not able to advance through a fibrous, calcified section. The esheath was removed and re-dilated with 20fr dilator. A new esheath was opened as the original one had a burr of the tip of the sheath, at the point of expansion. The tip of the esheath opened and there was a tear in the seem on the end of the sheath.'' Per training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' As per medical opinion, ''the perceived root cause of the reported event was the calcification of the femoral artery and the introduction of the esheath. The sheath was used appropriately, the patient's anatomy was the challenge.'' The presence of calcification and fibrous tissue can create a challenging pathway for sheath insertion. Calcification can create friction during insertion and directly damage the distal tip. Fibrous tissue can also subject the sheath to further friction and difficulty during sheath insertion. Additionally, any excessive device manipulation applied to attempt to advance the sheath through the access vessel could have further led to the reported distal tip split. As such, available information suggests that patient factors (calcification, fibrous tissue) and procedural factors (excessive manipulation) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies or manufacturing non-conformance were identified. Therefore, no corrective or preventative actions, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.